Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address disassociation. It was also noted that metal debris was found in the soft tissue.

Manufacturer narrative:
Patient was revised to address disassociation. It was also noted that metal debris was found in the soft tissue. Visual examination of the returned devices finds wear patterns on the femoral head suggesting the liner disassociated from the acetabular component, then allowing the femoral head to contact the acetabular cup. However, because the cup was not returned for examination, matching wear cannot be confirmed. The returned liner also shows signs of unusual wear, three of the ards have been fractured, further indicating the eccentric loading. The wear noted on the articulating surface of the acetabular liner further suggests the femoral head was eccentrically loaded. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended, possibly contributing to the subsequent disassociation of the liner from the cup. A search of the complaints databases finds no other reports against the provided product/lot code combinations. The investigation can draw no further conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been indicated.